Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert two times within 20 minutes while at home. During the office follow up visit, the patient identified the alert tone is the same as magnet placement and no alert events were recorded by the device. The patient indicated having no interaction with magnets or electromagnetic interference at the time of the alerts. The device remains in use. No patient complications have been reported as a result of this event.